Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodgement was noted during device interrogation. The physician explanted and replaced the lead. The patient was discharged after the procedure.